Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had minor scratches on lcd window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.